Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture of the left breast prosthesis".

Event description:
Healthcare professional reported "there is striking fold formation median in the left breast prosthesis with silicone material outside the posteromedial part of the prosthesis (still within the fibrous capsule): also indicating a rupture of the left breast prosthesis" as well as "retro-areolar with multiple diffusely dispersed inset cysts." The device has been explanted.

Event description:
Physician reported events of ¿retro-areolar with multiple diffusely dispersed inset cysts¿ and ¿a pronounced diffuse small nodular background contrast capture of the mammary gland tissue¿ which are not device related.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ cyst-ndr: not applicable as the event is not related to the device. ¿ lump/nodule-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.